Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries. No signs of corrosion or battery leakage. No cracks on the case detected and the battery door closes properly. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation: evaluation of the returned product revealed the unit does power up with new batteries. The unit was tested three times and twice the unit powered up, but after three seconds it powered off on its own when changed to voice and tone mode and pressure was released from the pad. There were clicking noises and then no power. Additionally the battery springs are bent and the hold led is not visible on the outside of the case as it should be. Further investigation was performed and confirmed the findings. Note: the instructions for use warning statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. (B)(4).